Event description:
During a follow-up call for a draining slowly message received during treatment utilizing the liberty select cycler on (B)(6) 2023, this peritoneal dialysis (pd) patient reported going to the hospital the following day to complete treatment. Additionally, the patient reported receiving heparin multiple times as a pd catheter obstruction was suspected. The patient then reported the physician and pd nurse showed concern for peritonitis, but nothing had been confirmed. The patient was scheduled to go into the clinic for an x-ray and pd catheter manipulation. The patient then reported symptoms of abdominal pain and pain upon breathing. Additional information was obtained through follow-up with the patient¿s pd nurse. It was confirmed the patient went to the hospital to complete a treatment on (B)(6) 2023; however, was not admitted. On (B)(6) 2023 the patient came to the pd clinic for a scheduled pd catheter manipulation. The patient was diagnosed with peritonitis during that visit. No additional symptoms were provided. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy (drug, dose, route, frequency, and duration not provided). Initial culture results were positive for gram-positive cocci. The final results were pending. The patient continues to complete pd therapy utilizing the liberty select cycler during recovery. The patient has not been hospitalized for this event. The cause of the peritonitis is unknown. No further information was provided.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the peritonitis event. Although no final culture results are available and the cause of the peritonitis remains undetermined, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The initial cultures show gram-positive cocci which constitute approximately 43-64% of all pd peritonitis episodes with the entry pathway possibly being contamination during the exchange procedure, gastrointestinal bacterial translocation and catheter related. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During a follow-up call for a draining slowly message received during treatment utilizing the liberty select cycler on (B)(6) 2023, this peritoneal dialysis (pd) patient reported going to the hospital the following day to complete treatment. Additionally, the patient reported receiving heparin multiple times as a pd catheter obstruction was suspected. The patient then reported the physician and pd nurse showed concern for peritonitis, but nothing had been confirmed. The patient was scheduled to go into the clinic for an x-ray and pd catheter manipulation. The patient then reported symptoms of abdominal pain and pain upon breathing. Additional information was obtained through follow-up with the patient¿s pd nurse. It was confirmed the patient went to the hospital to complete a treatment on (B)(6) 2023; however, was not admitted. On (B)(6) 2023 the patient came to the pd clinic for a scheduled pd catheter manipulation. The patient was diagnosed with peritonitis during that visit. No additional symptoms were provided. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy (drug, dose, route, frequency, and duration not provided). Initial culture results were positive for gram-positive cocci. The final results were pending. The patient continues to complete pd therapy utilizing the liberty select cycler during recovery. The patient has not been hospitalized for this event. The cause of the peritonitis is unknown. No further information was provided.